Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying quadra assura, unify assura, unify quadra, and unify devices that may be related to malfunctions. Specific patient information is unknown. Details are listed in the article titled reliability and longevity of implantable defibrillators.